Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device was running while in safe mode. Further investigation revealed corrosion damage to the press plug, and the bearings. A malfunctioning low speed motor cartridge was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired, cleaned lubed, adjusted and returned to the customer.

Event description:
A stryker tps sagittal saw was sent in for repair for running on its own while in safe mode. The event was discovered during testing. There was no pt involvement; no adverse event was associated with the device.